Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the faulty supply pressure sensor was due to a failure of the circuit board. It is likely the light emitting diode on the control panel did not light up due to damage on front panel from stress, however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a faulty supply pressure sensor and the light emitting diode on the control panel did not light up. There was no patient involvement.